Event description:
The manufacturer received information alleging a ventilator's flow sensor cable was not working. There was no harm or injury reported. The device's flow sensor cable was replaced to address the issue.